Event description:
It was reported that during the procedure, a 2.5 x 18 mm xience xpedition stent delivery system was removed from the hoop without difficulty. No resistance was noted during removal of the mandrel and sheath. The xience xpedition stent delivery system was advanced to the target lesion without resistance. An attempt was made to deploy the stent; however, the delivery system balloon would not inflate and a balloon rupture was suspected. The device was removed from the patient anatomy without resistance. Upon removal, the delivery system shaft was noted to be separated. No portion of the stent delivery system remained in the patient anatomy. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Failure to inflate and balloon rupture were not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.